Event description:
As reported, the patient had an initial tka on (B)(6) 2020. The patient showed up to the clinic with pain and synovitis. The patient was revised on (B)(6) 2022. Laxity was noted. There was some pitting and surface changes noted on the insert. The patient was stable and had good rom. A new insert was implanted. The patient left in stable condition.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5 sn: (B)(4), 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t sn: (B)(4), 200-02-35 - three peg patella 35mm sn: (B)(4), 201-78-15 - holding pin mini sharp point 4 pk sn: (B)(4), 521-78-23 - threaded pin size 2.3 collared 2pk sn: (B)(4), 521-78-32 - threaded pin size 3.0 collarless 2pk sn: (B)(4), 521-78-32 - threaded pin size 3.0 collarless 2pk sn: (B)(4), 521-78-36 - threaded pin size 5.1 collarless 2pk sn: (B)(4), a10012 - gps implant kit v2 sn: (B)(4).

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The patient has bilateral knee replacements, this suggests joint maladies. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s condition. H7: z-0023-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.